Manufacturer narrative:
C-1413 initial report this initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Manufacture dates for cormet devices implanted in 2006 were requested. No further information was provoided and it is unclear at this time whether the devices related to this case have been revised. Additional information to progress with this investigation was requested but not provided, therefore, corin now considers this case closed. However, should any new information come to light this case will be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those that were placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Litigation papers received, litigation requested manufacture dates for the cormet devices related to this case which were implanted in 2006. It is unclear at this time whether the devices have been revised.